Event description:
Caller reported an issue with a cgm labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, and after the reset, the cgm error code did not reappear. Caller was able to successfully start their sensor session afterward.